Event description:
Dr. (B)(6) ordered a MRI pelvis (due to insurance) I told them my concerns (as I felt heat when they did my lumbar MRI there as well and was told it was my panties that caused it, it went away). As I have a right knee replacement and a right hip replacement. The MRI was performed at their facility. After the MRI on the way home I experienced heat up my back and into my neck then the heat went to my head. I told doctor (B)(6) this as he called me for a telehealth appt. He said this would go away. Just blew this off. By the next morning, I had heat/redness coming out my face, eyes, and head and bp (blood pressure) elevated. I went to pcp (primary care physician) and she gave me a water pill. I feel my body was reacting to the heat. She said I would be ok, but I wasn¿t. I am not feeling right in the head and having memory cognitive issues. Eye issues with coolness radiating from my eyes. I went to a provider in (B)(6) trying to get help. They did normal labs (which is ok) and ordered a CT without contrast head. It was ok. But heat stroke will not show up on CT. I believe I had a heat stroke from the MRI. Which generates heat thru magnetic energy. I¿m sure this is rare, but it happened to me and I feel this needs to be addressed. I¿m still battling memory cognitive issues and trying to get myself some help. Please feel free to reach out to me at (B)(6) cell number. I know I¿m not crazy and I felt what happened to me. I need help. And someone to acknowledge this could happen with implants (I even reached out to my orthopedic surgeon who said ok to have the MRI). I was trying to make sure. I feel like I¿ve been failed by the doctors and the MRI. I really don't know what settings that (B)(6) used either. And length of the time MRI. (B)(6) really kind of blew me off instead of having me back into their facility to check me out, (as they are labeled a brain specialist to and I am having cognitive issues, feeling weird in the head) I really believe I had a heat stroke from the MRI. I know what I felt, and I am not dumb. I feel the providers missed this. I really feel like this case needs to be addressed and I really need help. I¿m trying to get into a neurologist. Please help me. (B)(6) also has a neurologist on board their facility but would not work with me in. We know the body can disperse the heat. And that's what my body did. But since everyone said ok to have MRI. They are not listening. I just didn't make up these problems happening to me when I was fine before the MRI. No issues. . . Please feel free to call me. Thank you for listening and I look forward to your call. I¿m sure I left things out as I¿m having a hard time but we can go over. I just want to report this as not everyone is the same and rare things can happen to people. Just because it¿s not textbook doesn't mean it can't happen. Thank you. I am working with a cardiologist for my blood pressure. (Controlled). Appointment (B)(6) working on a neurology appointment. I feel like I need a CT with contrast. If you think of anything else I need. I'm listening or can you help me get this. Please.